Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during surgery the electrode was burned. Although the procedure can be completed, they have not used bipolar again. After failure, they asked an external company to check the equipment and concluded that the product should not be used as it was. Surgery lasts 30 minutes". It was confirmed that the procedure was completed successfully and there were no adverse consequences for the patient. In the technical report from the external company the following error description was stated: "during the technical intervention scheduled to carry out preventive maintenance of the equipment, an abnormal behavior was identified in its operation. When proceeding with the functional control tests, specifically in bipolar coagulation mode, the equipment emits a continuous audible warning, even in the absence of any control activation, which represents an operating condition outside the normal parameters. Approximately after a few minutes of this behavior, the system generates a visual warning on the screen, indicating an internal operational limitation that prevents the performance of critical functions. This behavior suggests the presence of an internal activation control failure in the pedal input detection system, which directly affects the operational safety of the device".

Manufacturer narrative:
Result of investigation: during investigation of the returned uh400e, it was found that the hf connection sockets unipolar 1 and bipolar 3 are corroded due to liquid ingress, the plastic holders on the front of the housing are broken off. The liquid that has entered the sockets cannot cause an activation error. The error "4180" (activation disturbance) was stored in the error memory. The trigger for this error is the connection of a defective user part when starting up the device. However, the error reported by the customer "during surgery, the electrode burned out." Could not be confirmed. No fault could be found in the device that could explain the cause. The most probable root cause in this case is thought to be the rf cable used, which may be worn. The cable was not returned. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).